Manufacturer narrative:
Updated product technical complaint (ptc) investigation and final assessment were received on 01-sep-2015 upon receipt device sample (one device was received on 12-aug-2015). The bayer reference number for the ptc report is: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-inserts of both systems found to be stretched and bent. The initial rollback was not performed on both systems. We were unable to confirm any quality defect or device breakage at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue. However, at this point in time no adverse events were reported. The batch documentation of the reported batch was reviewed. The complaint samples provided were investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 14-sep-2015: no further information was obtained despite follow-up attempts. Device similar case listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-sep-2015 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the pairs of essure broke in the hysteroscope. This event is anticipated (listed) according to product technical analysis (ptc). During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred in association with essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The updated ptc analysis (sample received) concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information was obtained despite follow-up attempts.

Manufacturer narrative:
Follow up information received on 28-oct-2015 and 30-oct-2015: it was reported the insert release problem was at the moment of implant release, the delivery catheter did not work. The patient had no injury. The reporter confirmed that this case did not concern a device breakage. As this case did not concern a breakage, and no adverse event was reported, it will be deleted from bayer database. Upon internal review on 30-oct-2015, after follow up information, the case was not deleted from bayer database but downgraded to non-incident. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the moment of implant release, delivery catheter did not work. This event is listed according to essure's reference safety information. During difficult insertions, essure placement may be unsuccessful. In this case, physician initially reported the pairs of essure broke in the hysteroscope. However, upon follow-up he stated this report did not concern a breakage. According to him, the delivery catheter did not work at the moment of implant release. Since the product was returned to the company, an investigation of the inserts was performed. As received, micro-inserts of both systems were found to be stretched and bent. Considering the reported events occurred in the context of a complicated essure insertion; causality with the suspect insert cannot be excluded. This case was initially regarded as other reportable incident due to the device breakage. However, as this event was denied upon follow-up with physician; case was downgraded to non-incident. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Ptc investigation result received on 18-jun-2015: (B)(4). Final assessment, failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 5/18/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a reported product quality issue. However, at this point in time no adverse events were reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 13-jul-2015: information received confirmed that adverse event occurred on (B)(6) 2015. In addition, case was updated with information from duplicate case (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the pairs of essure broke in the hysteroscope. This event is non-serious and anticipated (listed) according to product technical analysis (ptc). During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred in association with essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) lot number c68120 inserted. It was stated that the pairs of essure broke in the hysteroscope. Event occured in gynaecological unit. Consequences of the event: the device was changed and extension of the surgery. Implants were kept. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the pairs of essure broke in the hysteroscope. This event is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred in association with essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow up information received on 28-oct-2015 and 30-oct-2015: it was reported the insert release problem was at the moment of implant release, the delivery catheter did not work. The patient had no injury. The reporter confirmed that this case did not concern a device breakage. As this case did not concern a breakage, and no adverse event was reported, it will be deleted from bayer database. Company causality comment : this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that the pairs of essure broke in the hysteroscope. This event is anticipated (listed) according to product technical analysis (ptc). During difficult insertion/removals, single cases have been reported of essure breakage. As the device breakage occurred in association with essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The updated ptc analysis (sample received) concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information was obtained despite follow-up a

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.